Event description:
As the physician turned the electronic cautery underwater bovie 9737ba the alarms went off and would not stop until the plug was removed from the wall. The physician reported a "smokey odor" during use. The 9737ba was replaced with a new one and there was no further incident.